Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The seat upholstery sunk to the point where the patient was almost sitting on the crossbraces.